Event description:
It was reported that the patient presented prior to generator change with stored episodes of inappropriate automatic mode switch caused by sensing noise from the right atrial lead. Programming interventions were made during the procedure. The patient was stable.